Manufacturer narrative:
Patient identifier-race:unk. Date of event: unk. Other #: implant-explant date: unk. Claim#: (B)(4).

Event description:
The reporter indicated that the a patient experienced a streak in the left eye (os) after icl implantation. The streak may have come from his lpi.